Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that during surgery the cable being used got stuck in the tensioner. Could not be release or removed. Crimped and cut the cable out. Tensioner can not be used again.

Manufacturer narrative:
Review of device history records indicates the lot was manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The subject device was returned with the tip assembly disassembled from the main body of the device. Some light scratching consistent with normal use was observed; the device was otherwise unremarkable. The device was returned with a portion of a dall miles cable captured in the tension jaws. The end of the cable appears to have been cut using the correct cutting instrument. The root cause of the reported event could not be determined. The device appeared to be in good condition however was returned disassembled in a state where a full functional test could not be performed. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that during surgery the cable being used got stuck in the tensioner. Could not be release or removed. Crimped and cut the cable out. Tensioner can not be used again.